Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/1/2024 the following information was received: sales rep confirmed that (B)(4) and (B)(4) are duplicates. The following information was requested: we received additional information that (B)(4) and (B)(4) are duplicate complaints however it is not clear how many sutures pulled off the needle during the one patient procedure. Please verify the total number of sutures that pulled off the needle during the one patient procedure. Please confirm that there was only one patient procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 3/4/2024 . Additional information was requested, the following was obtained: initial procedure it was approx. 5. The next patient event it was 2. Opened up new boxes with same lot number. Pulled couple from each box with same outcome. Tried another box with different lot number with success. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a valve repair procedure in 2024 and suture was used. During the procedure, the sales rep reported from the surgeon and staff bout more defective suture. White strands specifically where needles are popping off with minimal tension during valve repair that caused a 20-minute delay. Ino adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? Bicuspid valve was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: (B)(4).